Event description:
It was reported that the patient was hospitalized due to cardiac resynchronization therapy defibrillator (crt-d) erosion. It was noted that there was no sign of infection on blood cultures or a wound swap. The crt-d remains in use. No further patient complications have been reported as a result of this event. 2021-09-21 additional information received noted the device erosion was surgically treated. 2021-10-28 it was later reported that the patient was readmitted to the hospital due to pocket infection, wound healing impairment and wound dehiscence with serous-purulent secretion. Pain, swelling, redness and reduced general condition were also noted. Antibiotics, debridement, and vacuum assisted closure treatment was administered. An additional wound closure procedure was performed. The patient was discharged in good general condition and monitored as an outpatient. 2021-11-24, it was noted that an absorbable antibacterial envelope was also implanted with this device.

Manufacturer narrative:
Concomitant medical products: dtmb2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.